Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven and half years post filter deployment, the apex of the filter resided just below the inferior most renal vein. The apex of the filter was against the anterior caval wall indicating slight tilt. There was a bent versus fractured strut which perforated the left lateral caval wall and terminated between the abdominal aorta and adjacent vertebral body. Therefore, the investigation is confirmed for material deformation, filter tilt and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter limb detachment. Based on the provided medical records there is no objective evidence to confirm for filter limb detachment as it states ¿there was a bent ¿versus fractured¿ strut which perforated the left lateral caval wall and terminated between the abdominal aorta and adjacent vertebral body". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in left lateral caval wall between the aorta and adjacent vertebral body. The patient reportedly experienced back and abdominal pain, however; the current status of the patient is unknown.